Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that anti-jk(a) was missed when testing with biotestcell 1&2 on tango optimo. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested the retained biotestcell 1&2 sample with different controls and samples including an anti-jk(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.